Manufacturer narrative:
The pt was a participant in a (B)(4) study. According to the clinical study info provided, the pt dislocated due to too deep flexion and repositioning of the dislocated hip took place. There were no complications noted. It was also noted in the clinical study info provided that there was no relationship to the device in this case. A review of the device history records indicates that the reported devices were mfg and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot codes.

Event description:
Nurse reported to clinical research manager due to clinical study (B)(4): dislocation because of too deep flexion. The dislocation was repositioned and the outcome is no problem.